Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The customer complained of a generator error message display. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.